Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a a21 alarm. Customer reports they were unable to clear the alarm. The customer was advised to observe time clock for one minute to verify if time advanced and found: that timed advanced. The device was not exposed to any significant events leading to the issues. The customer's blood glucose at the time of the call was unknown. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis. Frn-unk-rsvr unomed set.